Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
No blood glucose levels reported. The customer reported that the reservoir would not fit the cap of the infusion set on the insulin pump. Troubleshooting was done. The customer was advised that the reservoir of the insulin pump was occluded. No additional information was provided.